Event description:
Caller reports patient tested 3.3 inr on the coaguchek xs system and 2.4 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system, and replacement sent.